Event description:
It was reported that a perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro closure device and delivery system (wds) was selected for use. The physician performed the transeptal crossing with the versa cross connect system and a watchman access system (was). The watchman closure device was successfully implanted with no procedure complications reported. It was reported that 30 minutes post procedure, the patient became hypertensive and went into tamponade. Upon examination it was discovered that there was a perforation in the left atrium (la) with pericardial effusion. The patient was sent to the cath lab where pericardiocentesis was completed to treat the effusion and stabilize the patient. The patient went into tamponade a second time and was sent to the operating room for cardiothoracic (CT) surgical intervention. The physician suspected that the la was perforated during transseptal puncture, but it went unnoticed during the procedure. Patient status the patient was reported to be doing well and has been discharged home.